Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. The patient reported that the ok keypad button was unresponsive to button presses. She denied physical damage to the rubber keypad; denied that the pump has been exposed to water or cleaning products; and stated that she wears the pump in her bra.